Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that he replaced the batteries that did not meet the battery run time specification. The fse completed the preventive maintenance (pm) with full calibration, functional testing, and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use. The initial reporter listed is a getinge employee with different contact information than that of the event site. Please refer to the following phone # and email as contact information for the initial reporter: (B)(6).

Event description:
A getinge field service engineer (fse) reported that while performing preventive maintenance (pm), the batteries of the intra-aortic balloon pump (iabp) did not meet the minimum run time specification. There was no patient involved and no adverse event reported.